Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The pump was connected to a power source and was able to be turned on. Customer reported blood glucose level was 146 (mg/dl) at the time of the event. In addition, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges in the past. The customer's blood glucose (bg) level was 300 (mg/dl). Reportedly, the customer began using a back up pump and delivered a bolus to address bg level. The customer stated the backup pump would be used as alternate insulin therapy until the replacement pump was received.

Manufacturer narrative:
(B)(4).